Event description:
There was one endeavor sprint drug eluting stent implanted in the cx during the index procedure. It is reported that the patient suffered a gi bleed approximately 21 months post index procedure. A colonoscopy was performed and because colon polyp was observed, polypectomy was performed. Patient is reported to be in remission. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (hemorrage).

Event description:
A gi bleed was reported to have occurred approximately 20 months post index procedure. The patient was treated with the previously reported polypectomy approximately 2 months later. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). Evaluation conclusions: known inherent risk of procedure (haemorrhage). (B)(4).